Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosis in an unspecified coronary artery. A 3.25 x 12 mm nc trek balloon catheter was being used for post-dilatation when the balloon ruptured during first inflation at an unknown pressure. Additional post-dilatation was performed with an unspecified balloon catheter with a good final outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.